Event description:
It was reported that customer was unable to rewind the insulin pump. It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 324 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage inside force sensor resistor. No a33 alarm noted. Pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.